Event description:
It was reported to vyaire medical that the avea ventilator is getting a low fio2 (fraction of inspired oxygen) alarm while performing pm (preventive maintenance)on the device. The customer confirmed that there is no patient involvement associated with this reported issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other -the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (05-jun-09) and was not subject to UDI requirements.